Event description:
Pt has a history of rheumatoid and gouty arthritis. Pt underwent right total knee arthroplasty during 1988. Presented with complaints of the knee, describing it as a "grinding" sensation and felt as if it were "slipping" with pain. Pt stated the problem started approx three to four weeks prior to presentation when shea had an abscessed tooth. Pt was placed on antibiotic therapy at that time. The knee became progressively more painful. Pt was admitted to the hosp for revision of the knee after the tooth had been drained and dental work completed. Intraoperatively, metallosis was identified around surface of the patellar implant was split in half and loose. The loose plastic was removed . All knee components were emoved and replaced.